Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was otherwise unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted 256 (mg/dl). The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.